Manufacturer narrative:
Initial.

Event description:
It was reported that the user was not receiving blood glucose readings on the pump or phone because the connected cgm sensor had ended, as indicated by a ¿sensor ended¿ alert, and no active sensor was present. Symptoms included an absence of glucose data. Outcomes included the inability to monitor glucose values until a new sensor is started and warmed up. Investigation included a review of alarm history and user education on initiating a new libre 3 plus sensor. Investigation of this case revealed that the loss of readings was due to an expired cgm sensor with no replacement initiated, which aligns with expected device behavior when no active sensor is connected. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically operation of the system without an active sensor.